Manufacturer narrative:
Concomitant medical products: product ID 97791, lot# n541489, product type: accessory; product ID neu_unknown_lead, serial# (B)(4), product type: lead; product ID neu_unknown_lead, serial# (B)(4), product type: lead; product ID 97791, lot# n541489, product type: accessory. (B)(4).

Event description:
The manufacturer's representative (rep) reported a loss of therapy. Impedance measurements were not taken. The patient was not getting good coverage during his trial. On the day of the report, x-rays were taken and it was determined that the leads had moved down 2 vertebral bodies. Anchors and leads were used. They were going to finish out the trial until the wednesday after the report and then retrial the patient. The cause of the lead migration was not determined.